Manufacturer narrative:
Product disposed by hospital and lot number not provided, thus cannot obtain exp date and device manufacture date. Method: product disposed by hospital, thus unable to evaluate device. Conclusions: unk and cannot confirm which reference points on the catheter the clinician used for measurement. Per angioscore's design specification, the balloon working length for this size device is 40 +/- 2 mm. The design specification for the balloon working length is defined for an inflated balloon.

Event description:
An angiosculpt 6.0 x 40 mm device was used. The clinician measured the catheter (with a measuring tape on the pt's leg) during inflation (inside the pt) and it measured 60 mm. The catheter was not measured prior to inflation (outside the pt). Product disposed by hospital after the case. No report of pt injury.